Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that during use of the bd ultra-fine¿ mini pen needles 5mm (3/16¿) 31g the needle broke off into site during injection. The following information was provided by the initial reporter: material no. 320119, batch no. 8233893. It was reported that needle broke off into site during injection. Verbatim: consumer reported that the needle broke off into injection site during injection, stated that she noticed the needle missing after injection. Consumer does not re-use, does rotate the injection site, problem occurred on (B)(6) 2019. Lot # 8233893, product # 320119, exp 08-31-2023. No medical attention, no injury, pain or discomfort. Samples have been discarded, sending product voucher. Advised consumer to contact us with any updates.